Event description:
During a nephrostomy tube insertion, the fluroscope failed. As a result, the procedure was moved to another room. The radiologist performing the procedure indicates that the patient experienced a short episode of apnea (30 se4conds or less) which he attributes to extended IV sedation secondary to the fluroscope failure. My review indicate that the patient suffered no harm as a result of the apnea, however, the radiologist will not say that the patient suffered no injury. Therefore, this report is being submitted as a "precaution" and the adverse event has been checked as a malfunction rather than an illness or injurydevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: electrical problem, crt/vdt monitor failure. Conclusion: device failure indirectly caused event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.